Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that when catheter was inserted, air was continuously drawn during aspiration. Approximately 40 ml of air was aspirated and air continued to come out. No air was visible during the first aspiration without a dilator. The troubleshooting steps included aspiration yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that when catheter was inserted, air was continuously drawn during aspiration. Approximately 40 ml of air was aspirated and air continued to come out. No air was visible during the first aspiration without a dilator. The troubleshooting steps included aspiration yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that only a farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The air bubbles were observed at the flushing line, sheath shaft and many bubbles in the aspiration syringe. The guidewire was inside the catheter when the farawave was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that when catheter was inserted, air was continuously drawn during aspiration. Approximately 40 ml of air was aspirated and air continued to come out. No air was visible during the first aspiration without a dilator. The troubleshooting steps included aspiration yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that only a farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The air bubbles were observed at the flushing line, sheath shaft and many bubbles in the aspiration syringe. The guidewire was inside the catheter when the farawave was inserted into the sheath. No other issue has been reported.